Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.

Manufacturer narrative:
No conclusion code available. The reported field event of premature battery depletion was confirmed. The device was interrogated on a programmer and the device was found to be above eri. Longevity calculations were performed based on the usage history and the battery depletion was determined to be premature. Further analysis was not performed.